Manufacturer narrative:
Product is not returned as it is still in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that during routine follow up this right ventricular (rv) lead was found to be microdislodged as it exhibited loss of capture and high capture thresholds. This lead was successfully repositioned and remains in service. No additional adverse patient effects.